Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys brahms pct (pct) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was <0.02 ng/ml. The repeat result was 0.584 ng/ml. Patient 2 initial result was 0.02 ng/ml. The repeat result was 14.3 ng/ml. The questionable results for these patient samples were not reported outside of the laboratory. The pct reagent lot number was 68801801. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found a rubber cover under the reagent jacket cover. A tip from the nozzle fell into the pct reagent bottle which was then contaminated with sample material. The fse cleaned everything, readjusted the nozzle, replaced the reagent bottle, and performed a new calibration. The customer had no further issues. H3 other text : na.